Event description:
Caller wishes to report a potential hazard for the use of a portable oxygen regulator. Rptr states that the threaded insert that is used to regulate pressure is made of "cheap aluminum". On many occasion, it has "shot out" of the regulator. Rptr is concerned, because the projectile can cause injury, and pt who need oxygen are at risk for going without due to faulty regulators. Rptr states that on average, 3 of 5 regulators fail. For this event, the insert popped out, but no one was injured. The pt was being transported into the ambulance during the event, so "board" oxygen was placed on pt. Rptr states that he has contacted the servicing agent, who repairs the devices.